Event description:
It was reported that during the procedure, when attempting to deploy a 10 x 100 mm absolute pro, the stent partially deployed with a portion remaining in the sheath. The device was removed from the patient leaving the stent in the anatomy deployed in the intended site. The procedure was completed with additional unspecified devices. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the difficulties deploying the stent could not be tested due to the condition of the returned unit. Based on a visual analysis there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.